Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope tested positive for staph contamination on (B)(6) 2023 and (B)(6) 2023. The samples were taken from the channel and distal tip and placed into one container. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated additional information from the customer confirmed the scope was quarantined and there were no patient infections. The scope was not used on a patient with the with a known infection of the same microorganisms. The scope was reprocessed on (B)(6) 2023 and (B)(6) 2023. The culture method used for testing the scope was dey-engley (de) broth and the scope was not ethylene oxide (eto) sterilized. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user did not provide the specific steps taken during the cleaning disinfection and sterilization (cds) process. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct 23, 2023. Sampling from: instrument/suction channel. Cfu: unknown. Bacterial identification: staphylococcus epidermidis, acinetobacter baumannii. Sampling from: distal end & elevator mechanism. Cfu: unknown. Bacterial identification: staphylococcus condimenti. The device was evaluated where no abnormalities were found that could have led to the positive culture. An additional potential adverse event of incorrect reprocessing was confirmed where debris was noted in the biopsy channel. A visual inspection on the received condition was performed as an olympus borescope was used to verify the condition of the biopsy and suction channel. First, the borescope was inserted into the biopsy channel from the opening at the distal end. Upon entry, once inserted, kinks and scratches on the wall of the biopsy channel were found. The borescope was inserted further and found scratches through the remainder of the biopsy channel. The borescope was removed from the biopsy channel and reinserted into the suction channel. Once inserted, kinks and scratches were found. In addition, the distal end was inspected under a microscope and found multiple abnormalities. Multiple dents on the distal end cover and deterioration of the glue around the lenses were observed. The glue around the bending section cover was also inspected and found deteriorating as pinholes, cracking, peeling, etc. Was observed. However, these abnormalities alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of either reported event could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.